Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because the receiver will not boot up. The customer complaint could not be confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of loss of connection was not confirmed. A root cause could not be determined.